Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having high blood glucose of 348mg/dl for several days. The customer was vomiting and had excessive thirst. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. Performed the high pressure test and the test failed twice. No further information was provided.